Event description:
The cath lab manager reported that the tip of a safesheath csg braided core worley introducer broke off during use. The tip was observed in the lung under fluoroscopy. The user reported the patient is fine. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
No patient information is available.